Event description:
A helion s exam light arm system broke at the middle joint. The light system did not hit anyone and there were no injuries reported. The light was being moved by a nurse when it broke. This arm was under recall at the time of the incident. The recall was initiated by the MFR klm because the arm system MFR (ondal) determined that fatigue failures were possible in the plastic joint. The facility was working with trumpf to replace the recalled arms with replacements. The arm and all others at this facility have now been replaced. We notified klm the MFR on 07/01/2014. They responded that this event was related to the recalled arm system.